Event description:
Reporter indicated that the pt experienced an intraoperative episode of bradycardia when first device diagnostic test was performed during intial vns implant surgery. It was reported that the pt's heart rate decreased from 65bpm to 49bpm and immediately returned to normal upon completion of the testing. Implanting surgeon adjusted the electrodes and made sure that they were not too close to the cardiac branches and a second test also resulted in bradycardia, similar to the first test. Implanting surgeon indicated that the pt did not have any abnormal anatomy. The pt was not compromised hemodynamically and hospitalization was not prolonged as a result of the reported event. The implant procedure was completed. Stimulation was not initiated at the time of initial implant surgery.